Event description:
It was reported that the patient was experiencing pain at the ipg site due to the ipg migrating within the pocket. In turn, the patient underwent surgical intervention on april 1st wherein the scs ipg was explanted and replaced. The pocket site was also moved to match the contour of the patient. The issue has since been resolved.